Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. The patient had been performing continuous ambulatory peritoneal dialysis (capd) therapy prior to death; however, it was not reported if capd therapy had been ongoing up until the time of death, or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.